Event description:
The initial reporter received questionable high hcys homocysteine enzymatic assay results for one patient tested on a cobas 6000 c (501) module. On (B)(6) 2021, the patient's initial homocysteine result was 155.7 umol/l. The patient's cardiologist did not consider the reported result a valid result due to the result not matching the patient's clinical history. The patient's cardiologist requested a new sample to be collected. On (B)(6) 2022, the patient's new sample had homocysteine results of 73.27 umol/l with a data flag and 71.71 umol/l, which the customer still considered high for the patient. The homocysteine reagent lot number was 57103101 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The customer confirmed no foam, clot, or fibrin was found in the samples. The customer's sample pre-analytical details were requested but not provided. The customer's calibration result prior to patient testing was acceptable. The customer's qc results from (B)(6) 2021 to (B)(6) 2022 were within the acceptable ranges. No qc results were provided for (B)(6) 2022. The investigation reviewed the system's alarm trace and found a "reagent< warning level" alarm. The field service engineer performed precision testing with failing results. The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed hardware checks and repeated precision testing. After service, the customer did not report any further issues. The investigation reviewed the precision results and confirmed the results were improved. The investigation determined the service actions resolved the issue.